Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device had moved out of its original position. Moreover, the patient went into atrial fibrillation (af) then felt funny, tensed up and had neck and jaw pain. The patient was given medications and the rate dropped. There was no further information provided as of this time. The device remains in service. No additional adverse patient effects were reported.